Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery/ (B)(4)/ model #: 1650- / expiration date: 2018-03-31 UDI #:(B)(4), mfg date: 2017-03-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeps on the controller while two good power sources were connected. (B)(4) that was connected during the event had a charge of greater than or equal to 25 percent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b3, b5, h10. Product event summary: the controller was returned for evaluation. One (1) battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. A review of the controller and battery's manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the battery discharged as expected when in use. Analysis of data log files revealed several premature power switching events due to momentary disconnections involving the battery. In addition, log file analysis revealed several momentary disconnections that did not lead to premature power switching. Momentary disconnections will result in an audible tone or "beep." Data log files also revealed a relative state of charge (rsoc) between 101-201 involving the battery, which is indicative of a communication error. Analysis of the alarm log files revealed one (1) critical battery alarm due to a communication error involving the battery. No power disconnect alarms were logged within the analyzed period. However, the recorded premature power switching events and momentary disconnections were most likely perceived by the patient as the reported power consumption issue. Furthermore, momentary disconnections may explain the reported "power disconnects". As a result, the reported "beeps", "power disconnects", critical battery alarm, communication errors, and power consumption issue events were confirmed. The most likely root cause of reported "beeps" and "power disconnects" can be attributed to be momentary disconnections between the controller and battery. The most likely root cause of the reported "improper power draining" event can be attributed to premature power switching events which resulted from momentary disconnections. The most likely root cause of reported critical battery alarm can be attributed to a communication error between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that the battery also had a communication error.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The battery was not returned for evaluation. A review of the controller and battery's manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed power switching events due to momentary disconnections involving the battery. Momentary disconnections will result in an audible tone or "beep." As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery ¿ (B)(4). D10: no h3: yes h6 FDA method code(s): 3331, 4112, 4114 h6 FDA conclusion code(s): 12 h6 FDA patient code(s): c76143 h6 FDA device code(s): c63030 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced critical battery alarms, power disconnect alarms, and "improper power draining". The controller was exchanged while the battery remains in use.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation; while the battery was not returned. A review of the controller and battery's manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the battery discharged as expected when in use. Analysis of data log files revealed premature power switching due to momentary disconnections involving the reported battery. In addition, log file analysis revealed several momentary disconnections that did not lead to premature power switching. Momentary disconnections will result in an audible tone or "beep." Analysis of the alarm log files revealed a critical battery alarm due to a communication error involving the reported battery. No power disconnection alarms were recorded. However, the recorded premature power switching events and momentary disconnections were most likely perceived by the patient as the reported power consumption issue. Furthermore, momentary disconnections may explain the reported "power disconnects". As a result, the reported "beeps", "power disconnects", "critical battery alarm and power consumption issue events were confirmed. The most likely root cause of reported "beeps" and "power disconnects" can be attributed to momentary disconnections. The most likely root cause of the reported "power consumption" can be attributed to premature power switching events which resulted from momentary disconnections. The most likely root cause of reported "critical battery alarms" can be attributed to a communication error between the controller and battery. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Concomitant medical products: boston scientific ICD, 5076-52 - lead: implanted (B)(6) 2014. (B)(4). Model #: 1650 / catalog #: 1650 (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeps on the controller while two good power sources were connected. (B)(4) that was connected during the event had a charge of greater than or equal to 25 percent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary it was reported that the patient experienced beeps while connected to two power sources; (B)(4) was connected with a relative state of charge greater than 25%. A review of the controller and battery's manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. Heartware is investigating momentary disconnects. Other devices involved in this event: (B)(4). If information is provided in the future, a supplemental report will be issued.